Event description:
Spontaneous contact: patient¿s wife reported the home health nurse had issues with curlin pump last night (air in line) tried, troubleshooting did not work, if it does not work today- she will infuse patient via gravity. Patient will need a replacement pump for next infusion in 2weeks. Pump return box and replacement being shipped. Unknown if any doses were missed or if the patients suffered any adverse events. Lot number and expiration date not provided. Pump is available for return. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis. Patient infuses privigen daily for 2 days every 2 weeks. Reported to (B)(6) by patient/caregiver.